Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the entire system was explanted due to infection. The patient remains in stable condition.